Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).

Event description:
The hospital reported that the hemashield graft was frayed. The hospital did not report any patient effects. We are following up with the hospital regarding the additional details and whether they intend to return the product in question.